Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Patient reported right side rupture. Healthcare professional later reported right side "folding, scarring, creases", "right breast pain", and "implant capsular contracture baker grade IV'. Patient additionally reported "the right side has become increasingly firm, and patient was aware there was a possible recall". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ rupture: no observed openings in the device. ¿ crease/folding of implant: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device additional observations: ¿ crease fold observed in the surface of the shell. ¿ deformation observed in the device. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Healthcare professional later also reported right side "folding, scarring, creases", "right breast pain", and "implant capsular contracture" baker grade IV. Patient later reported "the right side has become increasingly firm, patient was aware there was a possible recall". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b.6., d.6b., h.6., h.10. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: creasing/folding of implant, anxiety and capsular contracture, baker grade IV

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b6, g2.

Event description:
Patient reported right side rupture. Device remains implanted.